Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and a mesh was implanted. Concomitantly, the patient underwent a hysterectomy. It was reported that after implantation the patient experienced pain, bleeding and dyspareunia (B)(4).

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001, and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.